Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing the cardiac resynchronization therapy defibrillator (crt-d) "jumping just a little bit". The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.